Event description:
It was reported that the customer was in the hospital due to low blood glucose. Doctor changed the settings on the insulin pump due her blood glucose going too low. It was stated that the battery cap is damaged after hospital tried to remove it to change the battery. Customer was able to remove the battery cap with a quarter but the customer was concerned about the damage. Troubleshoot was declined. Current blood glucose is 341 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.